Event description:
Reporter indicated that pt has experienced an increase in grand mal seizures since vns implant. It was reported that pre-vns, the pt averaged 2-3 grand mal seizures per month. Post-vns implant, the pt reportedly experiences 5-6 grand mal seizures per month. The pt reportedly experiences daily small seizures, but these have not changed in frequency or intensity. Adjustments to device settings have not resolved the increase in grand mal seizures. Medication dosages were recently increased. The pt's family member indicated that they would like to have the device explanted.